Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event and therapy date is estimated.

Event description:
Related manufacturer reference numbers: 3006705815-2019-02789. It was reported that the patient was not getting effective stimulation following a fall, which caused the leads to migrate. Surgery may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the patient underwent surgical intervention to explant and replace the leads.